Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed no delivery during both basal and bolus procedure. The customer also complained of high blood glucose levels. The blood glucose reading was 559 mg/dl. The customer stated that she had changed her set 3 times so far. Upon troubleshoot with a fixed prime, it was found that insulin did not exit. Disconnecting and reconnecting the reservoir and infusion set at the tubing connector allowed insulin to successfully be pushed through the tubing. The customer was able to push insulin through the tubing with a plunger but not able to deliver insulin through tube with prime and no alarm occurred. Advised discontinuation and replacement of the insulin pump. Nothing further reported.